Event description:
It was reported that the buttons on the insulin pump were not responding and there was a line going through the middle of the screen on the insulin pump. The customer's blood glucose was 25 mmol/l, which was treated with manual injection. The insulin pump may have been bumped or dropped. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected scrolling numbers or unexpected display anomaly noted during testing. All the operating currents were within specification. The off no power alarm did function properly and passed self test. The device was received with intermittent button response due to corroded keypad traces, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).